Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. During an unknown phase of pd treatment the patient got an air detected in cassette warning. Patient cancelled treatment and fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. It seemed fluid leaked from the cassette membrane. During reset-up step one the patient got a thermistor out of range warning so the technical service representative issued the patient a new cycler. In a follow up, the patient verified the reported event. The patient said there was no harm, intervention or adverse event due to the fluid leak event. The patient has a new cycler that is working well with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. During an unknown phase of pd treatment the patient got an air detected in cassette warning. Patient cancelled treatment and fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. It seemed fluid leaked from the cassette membrane. During reset-up step one the patient got a thermistor out of range warning so the technical service representative issued the patient a new cycler. In a follow up, the patient verified the reported event. The patient said there was no harm, intervention or adverse event due to the fluid leak event. The patient has a new cycler that is working well with no further issues. The cycler set is not available to return.